Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would not alarm no delivery despite occlusions. The customer's blood glucose reading was 162 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Pump was programmed with a test guardian 2 link sensor and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and display the calibrate now message properly after completion of the warm up. The pump calibrated and displayed the programmed test value of 100 mg/dl properly on the display graph. Pump was also programmed with test glucose meter. Pump communicated properly and recorded the 84 mg/dl value properly from glucose meter. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.